Event description:
On (B)(6) 2009, the pt reported that the up and down buttons on her insulin infusion device are not properly working. She said about 2 weeks ago, she noticed they were working intermittently and then this weekend they stopped responding. She said the buttons pop back up when pressed. She stated her infusion device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.